Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record was not possible as the lot number is not known. Part number: 50140440 sn (B)(4) was delivered to monument on (B)(4) 2009 to the service unit. It might have been later replaced during service. Placeholder.

Event description:
The user facility reported the small battery drive was not working for a case. No injuries or medical intervention was reported. It was reported the device was not used for the procedure. This is 1 of 1 report for complaint #(B)(4).